Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The physician plans to schedule the patient for a device replacement procedure. No known device replacement procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The physician plans to schedule the patient for a device replacement procedure. No known device replacement procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the smartpass feature previously disabled in this s-ICD for slow atrial fibrillation (af) due to varied morphology. Subsequently, the device exhibited t-wave oversensing. Additionally, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. A device replacement procedure will be scheduled, however, to date no known device replacement procedure has been scheduled. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The physician plans to schedule the patient for a device replacement procedure. No known device replacement procedure has been scheduled at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the smartpass feature previously disabled in this s-ICD for slow atrial fibrillation (af) due to varied morphology. Subsequently, the device exhibited t-wave oversensing. Additionally, a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. A device replacement procedure will be scheduled, however, to date no known device replacement procedure has been scheduled. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this device was subsequently deactivated and surgically abandoned. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.